Event description:
It was initially reported that the patient was being explanted for unknown reason. Additional information was received that indicated that the patient's lead was extruding and they were undergoing surgery to place it back in their body. When the patient followed up with the physician following the extrusion, he reported he may have caused the extrusion during shaving. The physician did not note as to whether or not he felt this was true, or of any other possible reasons that the extrusion may have occurred. There was no note of weight loss, or medication changes prior to the event. There was no infection occurring with the extrusion. Cultures were performed and returned negative, and there was no post op complications. The surgeon stated in the op notes that the site did not look infected but that the lead was obviously contaminated. Patient does have a history of (B)(6), not related to vns, so he was prescribed prophylactic antibiotics.